Event description:
Additional information from the patient indicated the lead migration had not been resolved, no steps were taken. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va20njx serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20njx , product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jun-2023, UDI#:(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that would like to try other programs to find out if the therapy will help with his overactive bladder symptoms. Patient said that he did have x-rays and was told by that the 4 leads had moved. Patient said that he did speak to the manufacturer representative on (B)(6) 2020 and requested assistance connecting and reprogramming his device. Caller said that with rep's assistance he was able to switch programs. Patient said that he is frustrated with the situation, said he hasn't had any falls or trauma and doesn't understand how this could have happened. When asked, patient did say that since implant he has gained 22 lbs, as he couldn't exercise right after the implant and said that he can't even feel where the implant is located. Patient said that he believes the ins has receded. Patient then said that he has been going to the gym to exercise and performs different strength exercises. Patient was advised to contact the manufacturer representative and was redirected to consult wi th his hcp if reprogramming does not resolve therapy issue. No further complications were reported.